Manufacturer narrative:
The user guide states: always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 246-333 mg/dl and the cause was not known. Boluses via the pump were delivered to address the bg level. During troubleshooting, the pump time, am/pm, were found to have been set incorrectly and the customer had reported that the basal setting had been recently adjusted. Tandem technical support assisted the customer with adjusting the pump time and advised the customer to discuss the pump settings with a healthcare provider.